Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump works intermittently. The physician is trying to fix the inflation problem and has not determined if a pump replacement will be needed.